Manufacturer narrative:
The customer¿s report of separated bezel posts was confirmed. Physical inspection of the bezel bosses / posts revealed the top right bezel post was slightly circumferentially separated. The root cause of the customer¿s report of cracked bezel posts was determined to be associated with the molding process and material degradation of the plastic material which led to reduced mechanical properties of the primary structural component of the lvp.

Event description:
It was reported a pump had a cracked post- bezel assembly identified during biomed testing. No patient involvement was reported.